Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); hypoglycemic coma [hypoglycaemic coma]; the dose of novopen 4 was inaccurate [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemic coma" beginning on (B)(6) 2019, "the dose of novopen 4 was inaccurate" with an unspecified onset date, and concerned a female patient of unknown age who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus" and novolin 50r penfill (insulin human) from unknown start date due to "type 2 diabetes mellitus" (dose and frequency 14 iu, bid). (B)(6). Patient's bmi: 16.866. Medical history included type 2 diabetes mellitus for one year. Concomitant products included - metformin(metformin), miglitol(miglitol). Treatment included - glucose(glucose). From an unknown date, the patient was being treated with novolin 50r penfill, 14 iu in the morning and 14 iu in the evening. It was reported that the patient administered novolin 50r on (B)(6) 2019. After an hour, on the same day patient had hypoglycemic coma and the first aid was called. After glucose injection, the symptoms were relieved. It was suspected that the dose of novopen 4 was inaccurate, but the suspected novopen 4 was discarded and could not be returned. Batch number of the suspect product has been requested. Action taken to novolin 50r penfill was not reported. Action taken to novopen 4 was not reported. On (B)(6) 2019 the outcome for the event "hypoglycemic coma" was recovered. The outcome for the event "the dose of novopen 4 was inaccurate" was not reported.

Event description:
Case description: investigational results : product name: novopen® 4; batch unknown; no investigation was possible, because neither sample nor batch; number was available. Product name: novolin® 50r penfill®; batch unknown; no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigational results updated. Manufacturer comments updated. Narrative updated accordingly. Manufacturer comment: 04-jul-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). The reported events are listed. Relevant information on lab values, final diagnosis, patient diet and treatment compliance and device investigation results are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of novilin 50r penfill. H3 continued: evaluation summary investigational results : product name: novopen® 4; batch unknown; no investigation was possible, because neither sample nor batch number was available.